Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
At the time of testing the head was released and was placed in an anatomical structure of the patient that was difficult to extract, the specialist decides that the trial femoral head was going to be left inside the patient and after that the ultimate head. Product: 253092000, batch: btb_dummy.